Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011 that there was difficulty in accessing center port because of which the patient was sent home without the refill. It was also noted that there was a low reservoir alarm date of (B)(6) 2011. In addition a pump flip or some other issue was suspected. On (B)(6) 2011, x-rays were obtained that confirmed a flipped pump. It was unable to be manipulated back to the correct position. The patient's dose was decreased by 20% to 381 mcg/day of lioresal and his oral baclofen increased which extended the refill date to (B)(6) 2011. Patient had a surgical revision on (B)(6) 2011; pump was repositioned and re-sutured. The pump was then filled with drug in the operating room, as the refill date was day past, but only the non-critical alarm was going off. The patient recovered without any adverse events.